Event description:
It was reported via phone call that the customer experienced hyperglycemia and was hospitalized and had a visit to clinic on (B)(6) 2021. Customer stated that the insulin pump had a defect. Customer reported that insulin flow blocked alarm had occurred in the alarm history and report. The response was completed by resuming basal delivery. No further patient complications were reported. Troubleshooting was not performed; however, the customer will continue use of the device.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.